Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif surgery for fracture below the stem on femoral shaft with products in question. Curved broad lcp plate 12 holes, lap and cable were used to fix the fracture. 4.5 mm cortical screws were used as lag screws through the plate. Eight months after the surgery, a secondary fracture occurred at the distal end of the plate. Since bone union was progressing well at the site of the previous orif surgery, the screws distal to the plate were removed, and open fixation was performed using rfna on (B)(6) 2026. The surgery was completed successfully within a 30 minute delay. The surgeon commented that it was presumed that considerable stress had been placed during the period between the previous orif surgery and bone union. No further information is available. This pc is related to (B)(4) which reports about the screw breakage, remaining in the patient body and nail protrusion. This pc reports about a secondary fracture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.